Event description:
Customer alleged when stood up to transfer from bed to recliner, the cane bent. Also stated allegedly it looks like weld may have broke at bottom of cane. Minor injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The dealer called and stated that the consumer was attempting to transfer from her bed to a recliner when the weld at the base allegedly broke, causing the consumer to fall, suffering bruising to her shoulder, hip and arms. Medical intervention was sought. Dealer does not know if the consumer was given any medication. The main rod of the cane did not bend. It is unknown if the consumer applied her total weight to the cane as she was getting up. The owner's manual states a warning on page 5, "the cane is not designed to support the total weight of an individual". RMA (B)(4) has been issued and the product is to be returned to invacare for an inspection and evaluation. The dealer has provided the consumer with a replacement product.